Event description:
It was reported that a burr detachment occurred. The severely calcified target lesion was located in the left main coronary artery (lmca) to proximal left circumflex (lcx) artery. After a rotawire floppy was inserted, a 1.50 mm rotalink¿ plus was advanced to treat the target lesion. The rotational speed was set at 175,000 rpm and ablation was performed in lmca. When the device was advanced again, it was noted that the device did not go towards the proximal lcx and the physician felt there is something wrong with the device. The device was completely removed from the patient and upon inspection, it was noted that the coil of drive shaft got elongated. After removing the device from rotawire, it was then noted that the burr was detached from the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The burr was returned detached from the device. There was evidence of adhesive on the coil and base of the burr to confirm that the burr was attached to the coil during the manufacturing process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. The severely calcified target lesion was located in the left main coronary artery (lmca) to proximal left circumflex (lcx) artery. After a rotawire floppy was inserted, a 1.50 mm rotalink plus was advanced to treat the target lesion. The rotational speed was set at 175,000 rpm and ablation was performed in lmca. When the device was advanced again, it was noted that the device did not go towards the proximal lcx and the physician felt there is something wrong with the device. The device was completely removed from the patient and upon inspection, it was noted that the coil of drive shaft got elongated. After removing the device from rotawire, it was then noted that the burr was detached from the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.